Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v049673, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient couldn¿t adjust and it wasn¿t working. It was stated the patient tried using it and did adjust it up a little bit and it didn¿t feel like it. The patient did not know if it was working and she had been leaking. The patient experienced a loss of therapeutic effect, it was stated the patient was on program 3 at 3.0 volts and had a lightning bolt. Reportedly it was at 1.0 volts before and she had terrible right leg pain so she increased to 3.0 volts one week prior to report and the pain went away. The patient adjusted it because she had leakage for a month prior to report. It was also noted the patient adjusted it as high as it would go, 8.5 volts, and stated she couldn¿t feel anything. The upper limit screen was seen. It was stated the patient had the pain for two months prior to report. The patient was on program 4, adjusted it to 8.5 volts and could feel ¿a little something but it was weak.¿ reportedly the stimulation sensation stopped one month prior to report which was the same time her leaking began. The patient planned to stay on program 4 at 0.5 volts until she sees her healthcare provider.